Event description:
It was reported that during an unknown procedure, while surgeon was placing the device in the incision, the flexible ring tore. Another instrument was opened and placed in the incision. While the surgeon was inserting his hand the second device tore in the same location. A third device was opened to complete the case. There was no patient consequence. The devices were discarded.